Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version: 2.10h. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged backside of pump) due to fall on skateboard. Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted.

Event description:
Information received by medtronic indicated that the insulin pump back was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.